Event description:
Clinical information: crd_806 - pfo occluder pas, patient site ID: (B)(6) (r852733701). It was reported that on 15 july 2024, a 9f amplatzer talisman delivery system was selected for procedure. There was no performance issues with the 9f amplatzer talisman delivery system. On the same day it was noted post-discharged, that the patient had soaking blood at the access site of the delivery system. The patient returned to the emergency department and pressure was applied to the bleeding closure/access site for 5 minutes. The patient had an international normalized ratio of 1.1. The decision was made to place pressure dressing and a saline bag over the bleeding closure/access site to stop the bleeding. An ultrasound was performed to rule out possible of pseudoaneurysm. There was no blood transfusion required. There is no allegation of malfunction against the delivery system or procedure. The patient was discharged at the time of report.

Manufacturer narrative:
An event bleeding at access site was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, a cause of the reported incident could not be conclusively determined. Bleeding at the access site is a possible outcome of the procedure per the instructions for use. There was no allegation of malfunction against the delivery system or procedure. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.